Event description:
The customer reported being hospitalized for hypoglycemia. The blood glucose reading at the time of the call was 79 mg/dl. Troubleshooting was performed. The alarm history showed several alarms. The fixed prime passed. Also, the customer stated that the insulin did not vibrate and the self-test failed. Advised customer to discontinue using the device and revert to a back up plan of manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.